Manufacturer narrative:
The lot number was not reported, so no manufacturing record review could be completed. Catheter was returned to vsi for evaluation. The catheter showed signs of biological contamination and the distal tip of the catheter was damaged. A small piece was separated exposing the ptfe inner liner. The catheter mid-shaft was twisted and warped consistent with torque damage. The event description and the returned product evaluation provided sufficient evidence to determine that the most likely root cause is damage during use. The turnpike IFU warns "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury". This MDR is being submitted by the manufacturer as part of a voluntary remedial action.

Event description:
The turnpike lp was used antegrade after physician removed the turnpike spiral, the tech in the case stated, that part of the tip looked like it was missing, however, couldn't tell for sure. Additional information received: the site did not retrieve a tip out of the patient or see a piece of it in the body, they noticed after removing the catheter, that the tip looks like it may be missing the distal portion.